Manufacturer narrative:
(B)(4). Provided x-rays were evaluated, and the reported event was not confirmed. X-ray review indicated mild, non-progressive radiolucency in zones 1, 2, and 3. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient, please see associated reports: 1825034-2016-03694 / 03695 / 03696; 0001825034-2017-04206 / 04207 / 04208 / 01403 / 01393 / 01394 / 01395.

Event description:
Patient hospital stay was prolonged for three days due to post-operative pain following an initial shoulder arthroplasty.